Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Due to hospital strict policy, no data is available for this case. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: g1-2 contact office, g4, h6; h6 result code ¿ remove 3233. H6 conclusion code ¿ remove 11 and 22.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. During the initial procedure, an intraoperative type ia endoleak was detected due to inadequate overlap of the proximal extension and bifurcated device. The physician elected to implant an additional proximal extension just distal of the renal arteries, which resolved the endoleak. Approximately three (3) years post initial procedure, the patient presented with a stent graft junction (type iiia endoleak) between the bifurcated device and first implanted proximal extension. The physician elected to treat the patient by implanting a suprarenal afx device, a bare-metal (non-endologix) stent, and a palmaz (non-endologix) lg stent on (B)(6) 2019. The final angiogram confirmed that the junction leak was resolved. As of date, there have been no additional patient sequelae reported.